Event description:
It was reported that the nurse was having trouble with the handheld. It was reported that an error message was found indicating "unknown card in slot 1." Troubleshooting was performed and the flashcard orientation was confirmed correct, no pins were bent, a hard reset was performed and the same message was given. A new programming tablet was provided to the hospital. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on 10/27/2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 10/27/2014. During the analysis, it was verified that the flashcard contents could not be accessed using either a handheld or windows based computer. The cause for the anomaly is associated with a defective flashcard. Due to the nature of the flashcard defect, no further testing could be performed.